Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the medium-large clip applier instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found with both grips bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip do not show damage. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported tips were bent on a medium-large clip applier instrument, and the clips were loaded with difficulty and would not release on vessel. A new instrument was opened on field and worked properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information about the complaint: the technician mentioned it was difficult to load outside of the patient, but they got it on. Arm was introduced with the loaded clip and when attempting to clip on the vessel, the clip would not stay clipped, so the clip always stayed on the instrument arm. No issues with instrument motion. The issue was not related to the jaws remaining static. No unexpected motion of the clip applier while attempting to clip. The issue occurred on the 1st application. A backup was used to resolve the issue. Instrument should be on its way to isi for analysis. No photos or videos are available.